Manufacturer narrative:
The reported event positioning failure was not confirmed. Visual and electrical inspection noted no anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the asymptomatic patient presented for an initial implant. During procedure, the leadless pacemaker was unable to be successfully positioned as torque could not be applied to the device. The device was removed and replaced with a competitor system. The patient was stable.